Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. Additional observations not reported by the site include damage to the button pack assembly. A visual inspection confirmed hairline crack(s) on one of the button pack assemblies. The endoscope was visually inspected and also found with cosmetic damage. During an inspection of the endoscope, the cable integrated connector and cable-integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable-integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations, or broken or missing pieces located at the cable proximal end. The cable-integrated connector exhibited corrosion on the spring fingers. The complaint was confirmed by failure analysis. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus makes noises and rotates. The procedure was completed with no patient injury and no delay.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task performed at the time of the event was radical prostatectomy. The endoscope image was not inverted. The endoscope was freely movable. The event was not associated with reverse control of the system arms. There was mechanical noise during the rotation of the optics. The surgeon confirmed the desired orientation when the endoscope was installed, and the user was given an indication of the image orientation via the user interface. The endoscope and adapter/base of the endoscope were still engaged/synchronized/attached, and there was no damage to the endoscope adapter/base detected. The endoscope was not manually rotated 180 degrees before the event. The procedure was completed with the same endoscope. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.